Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device inappropriately loss power. Physio further reviewed the device¿s electronic records and it was observed that the ac power adapter was not transmitting data to the device. The likely cause of the reported issue was determined to be the ac power adapter and extension cables.

Event description:
The customer contacted physio-control to report that their device powered off several times by itself during a patient event. The crew was able to manually power the device back on each time. This occurred when monitoring a patient only. This issue is patient related; however the customer advised that the patient survived.